Event description:
Began using gripper micro (B)(6) 2012 as huber needle for chest wall port. On (B)(6) 2013, a black scab was noticed by the rn during weekly routine needle change. Port was evaluated and was determined the black area was the port coming through the chest wall. Port replaced on (B)(6) 2013. Required daily tpn via chest wall porta-cath. Was using a different huber until (B)(6) 2012. Port needed to be replaced on (B)(6) 2013.